Manufacturer narrative:
The device, was used in treatment was not returned for evaluation. Photos were provided for evaluation establishing a relationship between the reported failure and device, however a root cause could not be determined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be an internal obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch, bubbles were reported to be generated in the treatment area and in the canister. It was also reported that the foam caused a canister full alarm. The treatment was continued exchanging the canister. There was no patient harm. No delay information.